Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing. The lead remains in use and no intervention was done. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4965-35 lead implanted: 2007 (B)(6). (B)(4).